Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed, 18x3mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75mm x 15mm quantum maverick balloon catheter was advanced to dilate lesion; however, during introduction, the shaft was broken outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was tightly folded and there was fluid in the inflation lumen. The hub, hyptotube, inner/outer shaft, balloon, markerbands and tip were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube, hypotube fractured at 64cm from the strain relief. The fracture faces were oval, as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed, 18x3mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75mm x 15mm quantum¿ maverick¿ balloon catheter was advanced to dilate lesion; however, during introduction, the shaft was broken outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.